Event description:
On 11th august 2025, rayner received notification from its distributor in malaysia of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the iol got stuck in the injector during implantation into the patient's eye. The iol and injector were removed from the eye and a back-up lens was implanted within the original surgery session.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the iol got stuck during implantation into the patient's eye. The iol and injector were withdrawn from the eye and a back-up iol was implanted successfully without further incident during the original surgery session. There was no harm or injury to the patient as a result of the event. The device was not returned to rayner. The additional information identifies that the surgeon experienced resistance when the lens was in the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone galaxy rao605g batch: 025262295 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch: 025262295. Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of the event.